Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a patient sensors too high warning during drain 2 of 4 of treatment and air detected in cassette alarm during an unspecified phase of treatment. It was reported that the patient discovered a fluid leak on the cassette and underneath their cycler after removing the cassette. It was reported there was fluid in the cycler door. As a result of the fluid leak event, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient's peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment is available. Upon follow-up with the patient contact, it was reported that the patient was able to complete treatment by performing manuals. It was reported that the patient received their replacement cycler and is continuing their pd therapy with no issues and the old cycler is scheduled to be returned. There were no symptoms, injury, adverse event, or medical intervention as a result of the reported event. The cassette and solution bag are not available to be returned to the manufacturer for evaluation because they were discarded.